Event description:
The user facility reported that smoke was coming out of the base of the cmax table, along with a burning smell. The table was reportedly in trendelenburg position with a patient on the table during the time of the reported event. The patient was transferred to another table, redraped and the procedure was completed successfully. There were no reported injuries with this event. A procedural delay was reported due to the transfer of the patient.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found hydraulic fluid that had leaked from the manifold of the table down into the power supply causing an electrical short. A review of the service history for the table indicates that the floor lock manifold had been replaced on a previous service call. It appears the o-ring was not seated properly during the last floor lock manifold service repair. Steris quality reviewed the proper procedure for replacement of manifold parts and assemblies as outlined in the maintenance manual with the technician who completed the last repair. The repairs on the table have been completed and the table was placed back in operation. No additional issues have been reported.